Event description:
It was reported via repair work order that the head end angle reading was not correct and the bed was stuck in high height due to the damaged sensor coil cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.